Event description:
The customer reported that the device would not seal even though an end tone, signifying a completed seal cycle, was heard (see report 1717344-2009-00624). The device was replaced but the same issue persisted. The customer also reported that they switched the forcetriad for another but the situation was the same. Total bloodloss for the patient was less than 200cc. The customer reconfigured the power connections in the or to just have the forcetriad being the only machine plugged in to the outlets. At this point, they reported that the handpiece worked properly.

Manufacturer narrative:
(B) (4) (B) (4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.